Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it was difficult to get air into or out of the cuff. This occurred during testing, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: one sample was returned without the original package. During visual inspection, no discrepancies were found. Leak test was performed on sample returned; the leak test was successfully passed. Complaint was not confirmed, and the root cause was not identified. No actions were taken by the manufacturer. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.